Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. The reservoirs passed per inspection, with no air bubbles. No defects noted on the o-ring.

Event description:
The customer reported via phone call indicating that the insulin pump had an air bubbles anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that she had air bubbles in the reservoir. After troubleshooting was done, the customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.